Event description:
It was reported that (1) tct75 was used during an unknown procedure. It was reported by the rep that the only info available was that the device just did not fire correctly. Opened another device to complete the case. There was no consequence to pt.